Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the customer had a problem with the occlusion when using cardioplegia. During bypass, blood went into cardioplegia bag and occluding it further caused the roller pump to jam. The device was not changed out, as the pump was able to be re-started and used, without issue, for the remainder of the procedure. The surgical procedure was completed successfully, and there were no delays, and no adverse consequences to the pt. Per the clinical review on (B)(4) 2013: the roller pump was being used as a cardioplegia pump and two different sized tubes (one for blood and for drug) were installed in the pump. Setup of the cardioplegia circuit and initial setting of occlusion were without issue. After the initiation of cpb, while the cardioplegia solution (with blood) was being pumped to the field to prime and debubble the delivery line, the cardioplegia pump stopped and a "pump jam" message displayed.

Manufacturer narrative:
The field service rep (fsr) performed a roller pump inspection and was unable to duplicated problem reported. Corrective maintenance/inspection completed, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.